Event description:
The capsular bag broke during the insertion of this lens during cataract surgery. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
This medwatch was completed by the manufacturer.